Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient had a cold, was feeling really bad, and went to the hcp. The patient had a seizure and pulled into a parking lot. The patient stated he did not remember what happened after, however he got "banged up pretty bad" on his lower back. It was reported that police were involve and the patient became combative, however the patient couldn't picture himself combative with his eyes shut. It was reported that the patient remembered "some drinks." The patient was sore where his stimulator was. Additional information has been requested, but was not available as of the date of this report.